Event description:
Retailer stated their consumer's daughter is allergic to avocado and peanuts. She did not have a reaction to the orange handled flosser but when she used the blue flosser, her daughter had an itchy tongue and throat, which is the same reaction she gets when she ingests peanuts.

Manufacturer narrative:
Device not available.